Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the contrast button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 28-feb-2018 with the following findings: during investigation, the ok button was under responsive. No physical damage was found on the keypad. The keypad was removed to find a crack in the dome contact. Unrelated to the original complaint, the battery compartment was cracked starting at the threads to the left side of the grip pad, and from the case seal traveling to the grip pad. The battery cap threads were stripped and the cap was unable to secure to the returned pump or a test pump. The test cap was able to secure for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.